Event description:
It was reported that the patient experienced increased pain. There was pus in the pump pocket again; hcp believed it was an allergy. It was indicated there was pump failure; a motor stall - it restarted and then failed again within 30 minutes. A new catheter was implanted and it was connected to the pump. No drug was put into the pump. The pump currently has normal saline. It was noted there was no injury and the patient recovered without sequela.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Logs showed that the pump stall occurred on (B)(6) 2012 at 6:46pm; cause was unknown, patient had not had an MRI. Patient experienced withdrawal and was admitted to ER. Drug delivered via the device was hydromorphone. It was later reported that the pump was replaced. It was further added that there was purulent drainage in the pocket so the new pump was not connected to the catheter but was placed on the other side of the abdomen pending culture results. Gram stain showed rare to moderate wbcs, no organisms. Physician had decided to await on culture results to determine if patient had an infection and needed antibiotics, following which it was indicated that it will be a couple of months before the new pump was connected to a new catheter. Later it was reported that nothing grew out on the cultures. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that they were planning for the patient to have a catheter revision and connection to the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump/motor revealed gear train anomaly; corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.